Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that shaft kinked occurred. The opticross imaging catheter was advanced for ultrasound examination of the target lesion. During the procedure the shaft was kinked. The procedure was completed with another of same device and there were no patient complications. However, device analysis revealed the tip was missing.

Manufacturer narrative:
The device was returned for analysis. Visual inspection revealed kinks on the sheath assembly. Microscopic inspection revealed here was also pitting and degradation of the transducer housing noted which is consistent with saline damage and the tip as missing.